Event description:
It was reported the patient went to the emergency room due to pain at the ipg site. An sjm representative met with the patient for evaluation. Diagnostics revealed no anomalies. Additionally, it was reported the patient was experiencing burning at the ipg site regardless of stimulation. Reprogramming attempts did not provide resolution. In turn, the patient's scs system was explanted and replaced. Effective therapy was obtained postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.